Event description:
Ous MDR - intermittent loss of capture was reported one day after the implantation. No worsening of the patient's state of health was reported. The ICD is still actively implanted.

Manufacturer narrative:
(B)(4) 2014 - we were informed the serial number initially reported to us, (B)(4), was one digit off. The serial number, model name and model number have been corrected the device was not returned for analysis. Analysis is thus based on existing production documents and the ICD programmer printout. The production process for this device was checked. Production documents did not show any irregularities that could be related to the complaint. All production steps were correctly executed. The ICD programmer printout was checked. The iegms available showed that the device was working without exception and to specifications. During a right-ventricular pacing threshold test that had been programmed, the left-ventricular channel is blanked out and the atrial channel is blanked out during the programmed left-ventricular pacing threshold test. For technical reasons, the number of available measurement channels in an ICD is limited. Therefore, there is a separate measurement channel reserved for monitoring measurement parameters during the pacing threshold test. This measurement channel is therefore not available for recording iegms on a fixed channel -- that is less relevant for the pacing threshold test -- for the test duration. In summary, there is no ICD malfunction present based on the information available.